Event description:
(B)(4). It was reported that angina and in-stent restenosis occurred. On (B)(6) 2012, the patient presented due to unstable angina. Patient has experienced myocardial infarction (mi) prior to the index procedure and was diagnosed as acute stemi. Patient was then referred for cardiac catheterization. Subsequently, coronary angiography and the index procedure was performed. Target lesion # 1 was a de novo bifurcated lesion located in the mid left anterior descending (lad) with 98% stenosis and was 30 mm long with a reference vessel diameter of 3 mm. Target lesion # 1 was treated with pre-dilatation and placement of a 3.00 mm x 32 mm ion stent. Following post dilatation, residual stenosis was 0%. Target lesion # 2 was a de novo lesion located in the proximal lad with 70% stenosis and was 22 mm long with a reference vessel diameter of 3 mm. Target lesion # 2 was treated with direct stent placement using a 3.00 x 24 mm ion stent with 0% residual stenosis. Target lesion # 3 was a de novo lesion located in the distal lad with 75% stenosis and was 12 mm long with a reference vessel diameter of 2 mm. Target lesion # 3 was treated with pre-dilatation and placement of a 2.50 mm x 16 mm ion stent. Following post dilatation, residual stenosis was 0%. Three days post procedure, the patient was discharged on aspirin and clopidogrel. On (B)(6) 2014, the patient was diagnosed with angina and was hospitalized on the same day. On the following day, coronary angiography was performed. Seven days from admission, 70% focal in-stent restenosis of the study stent located in mid lad and 80% stenosis in the 1st diagonal were noted. The event was treated with coronary artery bypass graft (CABG) x2vessels: left internal mammary artery(lima) to lad and saphenous vein graft (svg) to diagonal 1. In addition, non-target vessel revascularization were performed to svg to obtuse marginal and svg to l-pda to treat this event. Four days post procedure, the event was considered to be resolved without residual effects and the patient was discharged.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).